Event description:
The user facility reported that an employee was moving the monitor carriage to their harmonyair monitor carrier into position and contacted the lower boom causing the monitor carriage cover to detach and contact the employee's head. No medical treatment was sought or administered and the employee continued working. No injury was reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and confirmed the cover was detached and required replacement. The harmonyair monitor carrier is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. A follow-up report will be submitted once a new cover is received and installed.